Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the black box showed no evidence of loss of prime; all call service warnings were post occlusion alarms. There was no battery cap and cartridge cap returned with the pump; a test battery cap and cartridge cap were used to complete the investigation. No call service warnings or any other alarms occurred during the investigation; product analysis was unable to duplicate the loss of prime complaint. Unrelated to the initial complaint, the battery compartment was found to be cracked at the case seal. The display contrast was dim and reddish.